Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2014 at 10:32 am at the hospital. Two days prior on (B)(6) 2014 at 04:07:23, the lifevest properly detected and alarmed for asystole, a non-treatable rhythm. At 04:13:01, the patient received a treatment defibrillation in response to asystole with CPR artifact. The post shock rhythm was asystole with CPR artifact. The CPR artifact contributed to the false detection. The patient was not conscious at the time of the treatment. The patient's husband started to perform CPR and called ems. When ems and police arrived, they took over doing chest compressions. A review of the downloaded data confirms that the response buttons were pressed intermittently during the event. The presence of CPR artifact and use of response buttons while the patient was unconscious confirms the presence of bystanders. The electrode belt was disconnected at 04:55:34. The patient passed away on (B)(6) 2014 and was not wearing the lifevest at the time of passing. There is no indication that the defibrillation contributed to the patient death.

Manufacturer narrative:
There is no indication that the defibrillation event on (B)(6) 2014 contributed to the patient death. The patient passed away on (B)(6) 2014 and was not wearing the lifevest at the time of passing. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse. Electrode belt (B)(4): (B)(6) 2008 - reuse.